Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the clear insulation was damaged. The reported condition was not confirmed. The investigation found the device was recognized when plugged into the generator. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vl-mode using both buttons. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the clear insulation was damaged. The additional findings did not contribute to the reported condition; however the sample failed hi-pot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the monopolar tip wasn't working. There was no patient harm. Upon receipt for investigation the insulation was torn and the device failed hi-pot testing. Nothing was missing from the device.